Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 11 months (from date of implant to the initial driveline infection). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient developed a driveline infection positive for (B)(6) and acinetobacter pitii in (B)(6) of 2015. The patient was started on antibiotic therapy. On (B)(6) 2015, a driveline culture tested positive for staphylococcus aureus and corynebacterium. On (B)(6) 2016 a driveline culture was again positive for (B)(6). On (B)(6) 2016, the patient was admitted to the hospital due to chest pressure (pain) and a chronic driveline infection. Blood cultures were negative. A CT scan of the abdomen was also negative. The hospital staff felt that the pain was from the chronic driveline infection. No further intervention was performed. It was reported that the patient has been treated with, and remains on, chronic antibiotic therapy. The patient has received multiple different antibiotics over the approximately one year history of the driveline infection.

Manufacturer narrative:
A direct correlation between the report of infection and the device could not be determined through this evaluation. No equipment was returned for evaluation as the patient remains ongoing on pump support on an oral antibiotic regimen. No further intervention and no further events related to infection have been reported at this time. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.